Event description:
It was reported that this pacemaker was not properly secured in the pocket. The x ray sowed showed that this device was in significant different positions. Device was then properly secured with twiddle stitches. This device was surgically revised and remains in service. No additional adverse patient effects were reported.